Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20223. It was reported the patient's lead replacement procedure (reference MFR. Report # 20220 and nce MFR. Report # 20221) was abandoned due to the patient's anatomy. The physician tried troubleshooting for about 60 min to no avail. Subsequently, the physician explanted the scs leads.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.